Event description:
Two resolute integrity rapid exchange (rx) drug eluting stents were implanted in the mid lad during the index procedure. It is reported that the second resolute integrity (rx) drug eluting stent was implanted to treat complications of a dissection after the initial stent implantation.

Manufacturer narrative:
(B)(4). Evaluation code, results: inherent risk of procedure (dissection).